Event description:
The distributor reported for the user facility that there was a defect in the bolt or sleeve of the catheter. According to the doctor, the bolt was fixed into the skull of the patient and the catheter was introduced into the patient's brain. However, when the catheter was in place and the sleeve was brought down over the catheter to be screwed onto the bolt they just wouldn't screw together and the catheter was loose and in risk of falling out. The product ID was not identified.